Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was inconclusive capture on the left ventricular (lv)/ his bundle lead. The lead is still in use. No patient complications have been reported as a result of this event.